Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. (B)(4).

Event description:
It was reported that during a sigmoidectomy abdominal air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.